Event description:
The customer reported that the insulin pump alarmed motor error and no deliver alarm during the rewind process. Troubleshooting was performed. The customer cleared the alarms. Ran a displacement test and it passed, but the motor error alarm kept displaying. The customer stated that he will go later to the emergency room. Advised the customer to revert to back up until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.